Event description:
It was reported that during the procedure in the proximal left anterior descending artery with heavy calcification and heavy tortuosity, a 3.0x18 xience v stent was deployed at 18 atmospheres for treatment of an acute myocardial infarction. Post stent deployment results were good. The patient was put on clopidogrel after stent implantation. Three days post procedure, the patient complained of severe chest pain. Electrocardiogram was performed. Segment elevation and in-stent thrombosis was diagnosed. Aspiration of the thrombosis was performed and balloon angioplasty was performed using an unspecified 3.5 balloon. Blood flow was reported to be good and the patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and thrombosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v stent was deployed at 18 atmospheres which is above the rated burst pressure. It should be noted the IFU states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. However, it does not appear that the over inflation of the stent contributed to the patient effects.